Event description:
While turning pt in bed to do linen change, peg tubing was caught in side rail and peg was pulled slightly. No drainage noted at present time. Bumper at 2.5cm and new bottle of tube feed hung. At 0545 pt was moaning in pain and the rn checked on pt. Pt was found with tube feeding and small amount of blood noted on dressing and tube feeding on gown. Peg site very tender to touch and reddened. Feeding was stopped and physician was notified. The pt was sent to radiology for a abdominal/kub x-rays that indicated the "gastrostomy tube retention balloon appeared collapsed." Pt was sent to surgery and found to have gastric content and tube feeding in the abdominal cavity.